Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The vessel and lesion characteristics are unknown. The physician placed the 2.0x15 mm apex over-the-wire balloon catheter and inflated the balloon an unspecified number of times to an unspecified number of atms; however, the balloon ruptured. The procedure was successfully completed with a different device. No pt complications were noted and the pt's status was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).